Manufacturer narrative:
Section h4. Device manufacture date: the manufacturing date was noted as jul 30, 2005. The correct manufacturing date is: 09/18/2001. The system was evaluated by a field service engineer (fse). The fse replaced the optics, however, it was not related to the issue reported. The fse completed excimer standard service call checklist. The laser is operating according to johnson & johnson surgical vision specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for excimer laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse). The fse replaced the optics, however, it was not related to the issue reported. The fse completed femto standard service call checklist. The laser is operating according to johnson & johnson surgical vision specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a central islands on both eyes (ou) at a one week post-operative exam. The patient¿s visual acuity at post op visit was 20/60. It was reported the patient¿s vision was improving. No additional medical or surgical intervention was done. Pre-op refractive error: od -8.25-0.25x102, 20/20. Os -8.00-0.75x080, 20/20. Seen 4/16/21 for 1 week post op od+1.00-0.50x178 20/30, uncorrected 20/40. Os+0.75-0.50x170 20/60, uncorrected 20/70.